Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, lid edema, ocular pain, choroidal effusion, bleb-related issues, and irido-corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported patient went to emergency room with severe left eye pain with 360 degrees chemosis and choroidals against the xen45 gts. Patient was injected with air and viscoelastic into the anterior chamber to reform the chamber. At most recent check up, patient iop is at 25 mmhg, eyelid edema, bright red reflux at back of eye was noted, the anterior chamber was deep and stable with the choroidals and 360 degrees are improving. Patient continued on atropine drops and predforte 6 to 8 times a day with iop of 18 mmhg. The device remains implanted.